Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a spike in pace impedance on the right ventricular (rv) lead from another manufacturer that resulted in an out-of-range measurement of greater than 2,000 ohms. Review of the device data also revealed that a high out-of-range impedance measurement of greater than 3,000 ohms had occurred on the right atrial (ra) lead from another manufacturer. The physician elected to turn off the lead safety switch (lss) feature. This product remains in service. No adverse patient effects were reported.